Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). Title of article: freestyle root replacement for complex destructive aortic valve endocarditis citation: j thorac cardiovasc surg 10.1016/j.jtcvs.2013.05.014 issue number: 147:1265-70 authors: anneliese heinz, md, julia dumfarth, md, elfriede ruttmann-ulmer, md, michael grimm, md, and ludwig c. M¿uller, md. The available ahead of print date (B)(6) 2013 used for event date.

Event description:
Medtronic received information via literature review that a study was performed over a 10 year period to evaluate freestyle aortic root replacement for severe, destructive valve endocarditis. The study population included 32 patients, predominantly male with a mean age of 61 years, all of whom were implanted with medtronic freestyle aortic root replacement (serial numbers not provided). Among all patients, 14 deaths occurred, which included: multi-organ failure, cardiac decompensation, ischemic heart failure, acute cardiac death, acute myocardial infarction, unexplained sudden death, brainstem infarction, staphylococcus sepsis, and unknown reasons. Of these deaths, none were directly associated with / attributed to the valve or its function. Among all patients, 19 adverse events occurred, which included: reoperation for bleeding due to coagulopathy, postoperative mechanical circulatory support with intra-aortic balloon pump and extracorporeal membrane oxygenation, permanent pacemaker for new heart block, temporary hemo- filtration for new-onset acute renal failure, ischemic stroke caused by multiple embolic lesions of different age. Three (3) patients underwent reoperation: one (1) after 3 years and 1 after 12 years for xenograft degeneration due to severe calcific stenosis and 1 after 3 years for recurrent endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.